Event description:
A piece broke off and remained inside the patient. The patient was taken to surgery to remove. Although requested, no additional information has been provided by the reporter.

Manufacturer narrative:
Removal of device portion is not labeled. Device breakage is labeled. Product requested but not returned to assist in this investigation. Flexor sheath tubing, in-process inspection/incoming vendor inspection requires 100% inspection for product. The product is inspected to insure correct inside diameter and outside diameter of tubing and insure material is free from surface defects, bumps, bulges and protruding coils (B)(4). Final inspection for ansel flexor check-flo introducer inspects for sheath diameter, transition, and surface integrity. In addition, the IFU, cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight" as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." With the limited information provided and without benefit of inspecting the complaint device, it is not feasible to determine a root cause with any certainty at this time. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Prior similar complaints and quality engineering risk assessment (qera) resulted in the issuance of CAPA for this failure mode. (B)(4). Insufficient risk to require additional corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action per quality system procedures.